Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a gap between the y-set and a transfer set during patient use. The transfer set was reported to still be in use with no problems. There was no patient injury or medical intervention reported. No additional information is available. This is report 2 of 2.